Event description:
During left ventricular (lv) lead implant, the lv lead was damaged by the introducer catheter. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of stylet penetrating and damaging the lead were confirmed. As received, a complete lead was returned in one-piece. Visual examination found the stylet partially inserted, penetrating the lead, damaging the coils and insulations, consistent with procedural damage. Visual and x- ray examination did not find any other anomalies with the exception of procedural damage.,